Event description:
It was reported there was an inflammatory mass confirmed by MRI. The pump was delivering fentanyl, hydromorphone and bupivacaine. Additional information has been requested but was not available at the time of this report.

Event description:
It was reported hcp removed the drug and put saline in as is their normal protocol. Attempts to obtain additional information were unsuccessful; no further follow-up is possible.

Manufacturer narrative:
Catheter: model# 8731sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: unk. Dacron pouch: model# 8590-1, lot# n256122, implanted: (B)(6) 2010, explanted: unk. (B)(4).